Event description:
Sharing a c-trac unit with another room, when the probe and machine were passed to the other room it was found that the probe had blood on it. The drape was tested with saline and found to have a pin hole in it. The doctor gave the patient a dose of ancef intra-op.